Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gast rointestinal/ pelvic floor. It was reported that patient had a total knee replacement surgery on (B)(6) 2017, and had been on hydrocodone and colace since then, and patient was also on more narcotics such as oxycoton. It was noted that patient had an x-ray before surgery. Patient said at first, after surgery , they were going to the bathroom fine, but about a week ago they started having a lot of issues with constipation and not having a steady flow of urination. Patient thinks they had not been drinking enough water, and was not sure if the medication was making them constipated or the implant. Patient said they were implanted for bowel and bladder for leakage and diarrhea because they had a nerve damage from hysterectomy. It was reviewed that medication could certainly change how their body reacts to stimulation, and that an undesired change in bladder/bowel could bean adverse event. It was reviewed that labeling said to turn off stimulation before surgery or the x-ray, and patient said they were not aware of that so they did not turn the device off. It was reviewed that keeping it on might have affected the ins and was directed to the health care professional (hcp) to have it checked. Patient said they could now feel the ins on from time to time like when they were laying down, but patient was not feeling it before, further stating that patient was feeling stimulation more than before. It was reviewed that patient could try decreasing stimulation to see if that helped them not feel stimulation as much and if that may change their symptoms. Patient could not decrease because patient programmer (pp) would not power up. Patient also mentioned that the implant was working well before surgery other than the occasional sneezing fit would give them a little leakage. Patient said before implant, a sneezing fit would make them wet themselves and had to change clothes. Patient was redirected to the hcp to take a look at implant and possibly adjust settings. Patient had an appointment with the hcp next (B)(6) and would discuss the issues then. Patient also reported that their pp would not power up. Patient was unable to change the (B)(6)batteries in the pp to try and replace with new (B)(6) batteries because they did not have any at the time of the report. No out of box failure was reported. There was no medical/therapy problem related to a small part component product. It was noted that patient would call back after they got batteries. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that she was not sure if implantable neurostimulator (ins) was working after patient had knee replacement surgery due to return of symptoms. The patient indicated that they put batteries in patient programmer (pp) and turned stim down from 1.4 to 1.2. The patient said so far the decrease of stim has helped her. The patient will be having a follow up appointment with hcp and representative.